Manufacturer narrative:
Additional information has been requested to the representative. At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated at that time if relevant information is discovered.

Event description:
It was reported that this right atrial (ra) lead needed a lead revision due to dislodgement, after the physician retracted the helix it would not extend anymore, therefore, the physician replace the lead. No additional adverse patient effects were reported.